Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, search for similar complaints, a review of tracking and trending, testing of retained kits, a review of product quality history, and product labeling. The ticket searches determined normal complaint activity for the likely cause lot. The complaint trending report review determined that there are no adverse trends for the product for the complaint issue. Testing was performed using a retained kit and all specifications were met indicating the lot is preforming acceptably. Labeling was reviewed and found to be adequate. A review of product quality history did not identify any issues. A systemic issue was not identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. No additional patient details are available.

Event description:
The customer reported a false decreased tsh result when processing on the architect i1000sr. The initial result was >100 uiu/ml. The customer performed a retest with autodilution protocol 1:5 and the result was 2.38. The sample was retested both undiluted and 1:5 dilution, generating results of 97.03 and 92.42 uiu/ml, respectively. No impact to patient management was reported.